Event description:
On breakdown of heart/lung machine, a minute amount of blood was found in the arterial temperature well of the oxygenator. Possible exposure of pt blood to non-sterile area of machine. Pt to be monitored by surgeon.